Event description:
It was reported that patient reported alarm due to occlusion. Event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level that was treated by corrective bolus.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.